Manufacturer narrative:
The customer's meter and test strips were returned. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.1 inr, qc 2: 3.1 inr. Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient.

Event description:
While troubleshooting an error message, the initial reporter provided two questionable inr results from a coaguchek xs meter serial number (B)(4) that were obtained two weeks prior while training on the meter. At 10:33 am the meter result was 4.0 inr. At 10:38 am the meter result was 2.9 inr. The customer believed that a different finger was used for each result. The 2.9 inr result from the meter was deemed to be correct and was reported to the customer's doctor. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The customer's meter and test strip were requested for return.